Manufacturer narrative:
Due diligence attempts to obtain additional information regarding explant details were unsuccessful. The external visual inspection revealed an extruded contact pad at an electrode. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed a missing contact on an electrode. This was induced during the failure analysis process. System lock was verified. The device passed the electrical tests performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.

Manufacturer narrative:
The recipient's device was reportedly explanted due to a medical issue.

Event description:
The company was informed that the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.